Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece had no torsional energy output and became heated during a surgical procedure. The handpiece was replaced to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against these phaco handpieces. The first phaco handpiece was manufactured on august 3, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The second phaco handpiece was manufactured on august 3, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records in (B)(4) did not reveal any related non-conformity during manufacturing for this handpiece. The root cause cannot be determined conclusively. (B)(4).